Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implantation using a small flexnav delivery system in a high-risk patient with comorbidities and a prior history of right bundle branch block (rbbb). The length of the membranous septum was not measured, and there was no calcification extending beneath the aortic annular plane into the interventricular septum. While in the cusp overlap view (cov), the inflow edge of the constrained valve was not positioned at the base of the aortic annulus and/or the pigtail position at the bottom of the non-coronary cusp (ncc) was not confirmed. The valve was successfully implanted at a final depth of 4 mm. The patient did not have a prolonged hospital stay for monitoring of rhythm and clinically significant delay was not reported. However, the patient went back in on (B)(6) 2026 with intermittent heart block and subsequently underwent permanent pacemaker implantation. The patient status was reported as discharged.